Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill. Ased on review with FDA on (B)(6) 2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. (B)(4).

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer's expected results are 200-225mg/dl - fasting. Strip expiration date is (B)(6) 2017 and strip open date is (B)(6) 2015. Strip storage is correct. She compared results from true result meter to another meter. Customer is legally blind and refused to pull the meters memory, and refused to run a back to back blood test. Customer states the result in question was 130mg/dl - states that is too low.